Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized had low blood glucose on (B)(6) 2019 with blood glucose of 28 mg/dl. Patient's other blood glucose value was unknown. The customer experienced symptoms such as shaking, sweating and weak. The customer was treated with drinking a glass of orange juice. The customer was wearing the insulin pump during the hospitalization. The device was not expected to be returned for analysis.

Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the auto mode feature was not active on insulin pump at the time of event.